Event description:
Litigation papers allege patient suffered the following injuries including but not limited to: pain and suffering, severe emotional distress, heavy metal poisoning/metallosis, vision impairment, pseudotumor development, cognitive decline and other neurological impairment, organ damage, fatigue, headache, and nausea. It is further alleged given the toxic levels of cobalt and chromium present in patient bloodstream (60.5 ug/l and 48.8 ug/l respectively in various testing) and tissue over an extended period of time, medical monitoring will be necessary. Patient will be having the right asr hip explanted as soon as medically allowable following explant of the left asr hip.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.